Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Facility reported that the grey hub on the catheter cracked and leaked during flushing prior to insertion. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector is confirmed and the cause was manufacturing related. Visual observation found a crack in the grey connector, starting at the proximal tip and extending inward. Functional testing found that the crack propagated when the gray adaptor was attached to a syringe such that the adaptor broke apart. Further cracks also developed during the evaluation. These cracks appeared to be brittle fractures, with well-defined edges. Deformation was found on the inner surface of the luer, at the proximal end, surrounding the point of the crack. The device was sent to the manufacturing facility for further review and evaluation. Additional evaluation the complaint for ¿the gray hub cracked¿ is confirmed according the evaluation of the sample received which showed valve part cracked of the gray lumen had a break with defined edges; maybe these are caused by the incorrect molding process, leading to valve breakage of the device. Due to this, the complaint is manufacturing related. A lot history review (lhr) of rebu2228 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that the grey hub on the catheter cracked and leaked during flushing prior to insertion. The device was not used on a patient.